Manufacturer narrative:
(B)(4). Batch # t5ah01. Investigation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The reload was received with the knife not completely within doghouse, had the proximal 3 drivers up without staples, and the remaining drivers down with staples present and the swing tab in the locked position. In addition, the pan cartridge was noted slightly damaged. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the next attempt to start the load, the stapler together with the load did not work properly - the staples spilled out. No consequences for the patient reported.